Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient experienced an event of infusion set leaks at the tubing on (B)(6) 2025. The infusion set was in use for one day. No further information was available.

Manufacturer narrative:
(B)(6).